Manufacturer narrative:
The thermogard console associated with this complaint was not returned for evaluation. Zoll technical support has sent a new roller pump to the customer to replace on their own. No further action needed from zoll.

Event description:
During preparation for patient use of thermogard console (sn unknown), the guide roller on the pump roller had broken off. Another thermogard console was used to start with ivtm therapy. No patient involvement.